Event description:
Facility reports that five minutes into the treatment the venous bloodline separated from the pt's catheter. Venous line safety clip not used. Nvl software was enabled but machine did not alarm. Pt alerted staff to disconnect, ebl 350cc. Pt was asymptomatic of any distress. Pt was discharged to home and returned the next day to received 3 units of prbc's. Pre incident hgb-9.1. Post incident hgb-7.4. Facility is putting in a complaint on the hemodialysis machine. Facility does admit that the line was probably cross threaded to the pt's catheter and will use safety clip with all catheter treatments. Bloodline has been discarded.